Event description:
It was reported that a leak was observed in the filling port of a large volume infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 7, 2014 to april 9, 2014. Evaluation summary: the device was not available for evaluation; however, the customer did provide a photograph of the device. A photographic inspection did not identify a leak at the fillport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.